Manufacturer narrative:
(B)(4).

Event description:
The customer stated that they corrected results for approximately 200 patient samples tested for hdlc4 hdl-cholesterol plus 4th generation (hdl) on a cobas 8000 c (701) module - c701. The samples were tested between (B)(6) 2018. All samples initially resulted with values > 100 mg/dl. The customer provided data for one patient sample that had an erroneous hdl result that was reported outside of the laboratory. The sample initially resulted as 105 mg/dl and this value was reported outside of the laboratory. The sample was repeated, resulting as 38 mg/dl. The repeat result was believed to be correct. The patient was not adversely affected. The hdl reagent lot number and expiration date were asked for, but not provided. The field service engineer determined that there was a fluidic failure of rinse tubing. He replaced all rinse head tubing. He cleaned the rinse head spring returns. He replaced a sample probe and performed adjustment. He adjusted reagent probes. He ran precision studies. The customer ran calibration and controls; results were meeting their specifications. The customer stated that they had no further issues after these service actions.